Event description:
Harmonic scalpel handpiece was being used on patient when monitor noted to retest item. Item had been tested before case and monitor noted ready. The non-working item was passed off. A new reusable hand piece and disposable shaft was opened. The case was continued.